Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 17, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
User reported inaccuracies in glucose readings and noted being on antibiotic treatment for a dental infection. No details were provided regarding the specific antibiotic. User was informed that certain antibiotics may falsely lower the glucose values of the system. Initial monitoring of the system indicated a potential sensor replacement; however, upon further review, bg values entered as calibrations aligned well with sg trends, with occasional differences attributable to lag. As a result, the RMA was cancelled. User was advised to continue using the system, calibrating as requested, and to ensure calibrations are performed when glucose levels are stable to avoid inaccuracies due to lag. User acknowledged and understood the instructions. Upon review of dms, the user is currently using the system and information is up to date.